Event description:
It was reported that the pt experienced electric shocks, under his skin, on the lead from his neurostimulator to his head. The shocks occur in his neck area when his head is tilted in certain positions. There was "no impedance noted." Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).